Event description:
It was reported that this right ventricular (rv) lead migrated through the rv causing a perforation, this was confirmed through x-rays. The patient experienced chest pain and difficult to breath. A new lead was implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Visual inspection of the lead found that the helix mechanism was retracted and dried blood was noted in the helix housing. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead migrated through the rv causing a perforation, this was confirmed through x-rays. The patient experienced chest pain and difficult to breath. A new lead was implanted. No additional patient adverse effects were reported. This lead already returned and analysis is expected.